Event description:
It was reported that after the implant procedure was completed successfully with good electrical parameters, a small pericardial effusion was observed via echo. The patients condition is good after the event. The physician elected to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.